Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported as the angio-seal evolution device was being pulled back to deploy the sealant; right as the green line began to appear, the device handle "jumped" about 1cm. The event did not affect the outcome, however, it surprised the physician that the tension released momentarily and there was such an abrupt and rapid movement of about 1cm. The procedure outcome was normal, and the condition of the patient was stated to be fine. There was no other device or equipment used with the reported product. Additional information was received june 21, 2018. The procedure taking place prior to use of the closure device was a left heart catheterization. Hemostasis was achieved with the angio-seal device. The patient was in stable condition. The sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were received with the device. The returned device was subjected to visual analysis. The hemostatic sheath was properly mated with the deployment sleeve which was in the full rear lock position with the color bands fully exposed. Approximately 10 cm of the tamping tube was exposed from the hemostatic sheath. The distal tamping marker could fully be seen. There was 12 cm of suture exposed from the tamping tube. Neither the collagen nor anchor were returned for product evaluation. The button was stiff. No other anomalies were noted with the device. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with no portion of the rack visible proximal to the gearbox assembly. There was a quarter turn of suture remaining on the spool. The suture was attached appropriately with no other visible anomalies noted. X-rays showed that the drive gear was properly seated and the gearbox assembly was within the rails of the lower handle. Additionally, the compaction tube could be seen not fully mated with the rack. For functional testing, the button was pressed and the suture was rewound onto the spool. The tension was then applied to the distal end of the suture. Resistance was present that caused the clutch mechanism to release suture on the spool without advancing the rack. There were no gross visual anomalies with the rack or drive gear noted in the gearbox assembly. To determine the cause of the clutch mechanism overriding the rack advancement, the carrier tube assembly was removed from the hemostatic sheath. There was an apparent kink in the carrier tube assembly. This was the point at which the rack would not advance past. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, the kink in the carrier tube assembly resulted in the rack being unable to advance. Off-axis forces have been known to cause kinks.